Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the infection was a suspicion that the patient scratched the implant pocket and the scar was opened. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022. Following the procedure, while being seen for follow -ups, it was noted that the wound was not healing properly and the pocket was infected. Per the physician, the root cause of the infection was a suspicion that the patient scratched the implant pocket and the scar was opened. Around (B)(6) 2023, a pocket revision was done and the device was explanted.